Manufacturer narrative:
Additional information: section h10: narrative text. Corrected information: section d1: brand name. This is one of ten manufacturer reports being submitted for this case. Please reference related manufacturer reports: manufacturer report no: 2015691-2020-15255; manufacturer report no: 2015691-2020-15256; manufacturer report no: 2015691-2020-15257; manufacturer report no: 2015691-2020-15258; manufacturer report no: 2015691-2020-15267; manufacturer report no: 2015691-2020-15259; manufacturer report no: 2015691-2020-15261; manufacturer report no: 2015691-2020-15263; manufacturer report no: 2015691-2020-15265.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the cardiac tamponade cannot be determined. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors not provided may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: moriyama n, lehtola h, miyashita h, piuhola j, niemelä m, laine m. Hemodynamic comparison of transcatheter aortic valve replacement with the sapien 3 ultra versus sapien 3: the homosapien registry. Catheter cardiovasc interv. 2020 sep 23. Doi: 10.1002/ccd.29281. Epub ahead of print. Pmid: 32966682. Https://pubmed.ncbi.nlm.nih.gov/32966682/. This is one of ten manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, ¿hemodynamic comparison of transcatheter aortic valve replacement with the sapien 3 ultra versus sapien 3: the homosapien registry¿. Data from the homosapien registry, from june 2017 to november 2019, indicated 141 patients underwent a sapien 3 valve implantation and 141 patients underwent a sapien 3 ultra valve implantation. From these patients cardiac tamponade occurred in 2 patients post sapien 3 valve deployment.